Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to poor visual outcome. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned to b and l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Two haptics are attached to each piece of the optic. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
Update: it was reported that the patient had poor visual acuity in his left eye. Allegedly, there was "mechanical complication of iol initial encounter" however the orientation of the lens did not change. The lens was exchanged almost 3 weeks post-op with a different model lens due to "poor visual acuity secondary to iol settlement." In the surgeon's opinion the likely cause of the event is "effective lens position different than calculated pre-operatively." The patient's current prognosis is described as "corrected to 20/20-2 with glasses."